Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Despite attempting to use a different wall adapter the pump did not charge. The customer's blood glucose was 139 mg/dl. Reportedly, the customer continued to use an alternate pump for insulin therapy.